Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose value of more than 427 mg/dl. Customer stated that the pump was still experiencing the constant tone, but no alarms were on the screen. She was not able to get a response from any button that she pressed. Customer's other blood value was 260 mg/dl. The customer was treated with manual injections. The device is expected to be returned for analysis.

Manufacturer narrative:
After battery installation unit power up and display froze after count up followed by an unexpected constant tone, problem isolated to the mother board. Unable to perform any test due to frozen screen. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.